Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank and that rebooting did not resolve the issue. The reporter denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/18/2014 with the following findings: the pump powered up normally and displayed the verify screen. Product analysis was unable to duplicate the initial complaint. Unrelated to the initial complaint, the display appeared to have persistent horizontal lines throughout the display.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.